Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and strips were not returned to manufacturer. Customer did not allege a product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Mother calling on behalf of customer for assistance with meter and strips. Advised caller that the test strips are expired, and to discard and purchase new track test strips. Customer did not allege a product defect. Customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 09/13/2017. Customer test strips have been affected by the recall.